Event description:
It was reported that pt had delayed post operative physiotherapy, and was experiencing severe stiffness of the knee. Allegedly, the pt applied extensive force through the knee to straighten and experienced severe pain. It was further reported, that an arthroscopy was performed to remove the broken cross pin.

Manufacturer narrative:
Additional info will be provided once investigation is completed.